Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion reading too low which was reproduced during evaluation by troubleshooting the device. Downstream occlusion messages were verified through a review of the event history log. The cause was determine to be a defective downstream sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion reading low that was too low. This was identified in the biomed service department. There was no patient involvement. No additional information is available.